Event description:
A customer reported to beckman coulter inc. (Bci) that an incorrect medical record # (mr#) was generated by the datalink2000 data manger (dl2000) for a single pt sample. Pt a: samples were tested for t4. Pt b: two samples were tested for testosterone. On the instrument printout for pt b, the dl2000 generated correct testosterone result and the correct sample i.d., but wrong mr#: the instrument printout for pt b had no name, and the mr # of pt a. Treatment was not initiated or withheld as the correct results were posted to the correct pt demographics at the lab info system (lis).

Manufacturer narrative:
Investigation summary: since pt b's sample ID was associated with the correct result, the result was posted to the correct demographics at the lis. The event data files were collected and forwarded to the software vendor for investigation: the data showed an error associated with pt b, and appears that the system defaulted to the mr # of pt a which immediately preceded pt b in the sequences of downloads. Per software vendor, the cause of the issue could not be determined from the available data. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.